Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a unspecified bloodset tubing device. Air in line was reported when a nurse was transfusing blood to a patient. Back-priming into a 10ml syringe was performed, but upon removing the syringe, the pressure caused blood to splatter over the pump and the nurse. There was no reported harm to the patient or the nurse.

Event description:
Additional information was provided on 29aug2024 stating that tubing involved was a primary plum blood tubing with an item number of 14212-28 and unknown lot number. It was also stated that the syringe was a 10 ml type but not sure of the brand or manufacturing name.

Manufacturer narrative:
A picture was returned showing a plum blood set inserted in a pump where blood can be seen spilled. It is unclear where the leak is coming from. The complaint of leakage can be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.